Manufacturer narrative:
(B)(4). Date sent: 6/01/2026 d4: batch #742d25 additional information was requested, and the following was obtained: 1. Was the firing sequences started? If yes, was the firing sequence completed? Partially completed 2. Did the device deliver any staples? Yes 3. If yes, were the staples formed properly? Yes 4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Proximal staples- b shape, distal few staples were straight 5. Were there staples missing from the staple line? No 6. Did the device cut? Yes half of the intended transaction 7. If yes, was the cut line complete? Yes 8. If yes, was there any issue with the cut line? Half cut till staple delivered 9. Was there any difficulty opening the device jaws? Yes 10. If yes, what steps were taken to open the jaws. Reverse button used to retract knife to its home position 11. If the jaws could not be opened, how was the device removed. Na the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch number of 742d25 , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure, it was observed that the device did not fire properly as it stopped in between firings. They managed the event with another reload firing., there was no patient consequence nor surgical delay reported. No additional information provided.